Event description:
It was reported by the vad coordinator that the patient reported that 2 weeks ago, he performed a controller exchange without incident at home. He stated the reason for the exchange was low priority alarms with no message on the screen. He reported this occurred with batteries and ac power attached. The controller was exchanged. It was reported there were no effects on the patient.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since log file analysis did not reveal any anomalies related to the event during the analyzed period. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device could not be correlated to the reported event and there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the findings of the findings that the returned controller performed per specifications with testing, with no related anomalies with log review, no root cause conclusion can be made. The patient manual provides instruction to educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to visual and audible prompts and alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Current device location is unknown.